Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal hanomycin 1g once a day (duration not reported) and intraperitoneal tabactam 4.5g once a day (duration not reported) for peritonitis. Extraneal, physioneal and nutrineal therapies remained ongoing. At the time of this report, the patient was recovering. Though no breach in aseptic technique reported, the patient was retrained on proper aseptic technique. No additional information is available.